Manufacturer narrative:
The complaint investigation underway.

Event description:
It was reported that this was a procedure to treat a right common iliac artery the with chronic total occlusion. A retrograde approached was to be performed. The hi-torque connect 250t guidewire was advancing, but could not cross the target lesion due to the anatomical challenges. Then, approximately 5cm from the distal tip, a core break was observed. The coils seemed to have unraveled. Therefore, the I-torque connect 250t guidewire was removed intact. The procedure was completed with an unspecified guidewire and a different approach. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that this was a procedure to treat a right common iliac artery the with chronic total occlusion. A retrograde approached was to be performed. The hi-torque connect 250t guidewire was advancing, but could not cross the target lesion due to the anatomical challenges. Then, approximately 5cm from the distal tip, a core break was observed. The coils seemed to have unraveled. Therefore, the I-torque connect 250t guidewire was removed intact. The procedure was completed with an unspecified guidewire and a different approach. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The complaint investigation has been completed and attached to this report.